Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 138 mg/dl, 392 mg/dl and 366 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no reading issues were observed, all results were within the range specification and no errors were observed during control solution testing. However, upon product investigation, all three reported readings were found in the meter's internal memory log.